Manufacturer narrative:
Evaluation summary: approx 4 years and 9 months after implantation of a total rhk system, a femoral fracture was reported in a male pt, (B) (6). All components were reportedly explanted (none returned to zimmer). In addition, no x-rays or description of fracture type/location were provided. Without additional information, the cause of the fracture cannot be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem, based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to a femur fracture.